Manufacturer narrative:
Concomitant medical products: c4tr01 crt-p, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronic high pacing thresholds. The lead was explanted and replaced. The left ventricular (lv) lead was causing chronic phrenic nerve stimulation for the patient. The lead was turned off and was explanted and replaced. The right atrial (ra) lead required removal to gain access through the superior vena cava (svc). The lead was then replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.